Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused a 15 mm nodule in the lung in (B)(6) 2021 and in (B)(6) 2022 another scan showed the nodule increased in size to 25 mm. The patient did report to receive medical intervention and has had several diagnostic scans. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of degraded foam particles: potential risks include: irritation ( skin, eyes, and respiratory tract), inflammatory reaction, headaches, asthma, adverse effects on other organs (e.g kidneys and liver) and toxicity and carcinogenic risks. 15mm nodule in the lung. On january 20, 2022 a control scanner showed an increase in this nodule of 25mm. Patient alleged of expouser to degraded particles. Potential risks includes; irritation (skin, eyes, and respiratory tract), inflammatory reaction, headaches, asthma, adverse effects on other organs (e.g. Kidneys and liver) and toxicity and carcinogenic risks. Received complaints about the presence of black particles in the circuit. Patient informed of headaches, upper airway irritation, coughing, chest pressure and sinus infection. Diagnosis of cancer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation dust like contamination on the ui panel, the top enclosure, the air inlet of the blower box, the blower box, the blower box cap, the sd card slot of the pca, blower motor, blower outlet seal, the blowerisolators, the o-ring of the rear panel and the rubber grommet of the blower motor. Unknown yellow residue in the air inlet of the blower box, the keypad of the top enclosure, the top ewnclosure, the rea and bottom enclosure. Black contamination, inconsistent with degraded sound abatement foam in the air inlet of the blower box. Sticker like contamination on the bottom enclosure. Brown residue on the sd card flip door. Unknown residue on the top enclosure, the ui panel and rear panel. An insect was found on the bottom enclosure. Potential dried liquid spots or mineral deposits in the blower box, indicating potential liquid ingress. Manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found one error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination in the airpath. Sections d8, d9, h2, h3, and h6 were updated.